Event description:
The patient presented with a small pin failure that occurred on (B)(6) 2011. The initial hip surgery was performed on (B)(6) 2002. No additional information is available at this time.